Manufacturer narrative:
Evaluation of the retrieved item made by r&d project manager on the 30th of september 2015: from the visual inspection of the insert returned back, it was noted that the posterior "clipping lips" were deformed. They were probably caused during liner insertion. The liner was probably misaligned. In any case,the insert easily clipped in a fixed tibial tray size 3 used as sample. It is not possible to establish a certain root cause for the event. On 19 october 2015 it was prepared a final report with the information reported in the initial report and here above. On 20 october it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 september 2015: gmk-sphere 02.12.0310fl tibial insert fixed sphere flex #3/10 mm l lot. 148379 lot 148379: (B)(4) items manufactured and released on 10 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, 14 items of the lot have been already sold without any similar reported issue. Gmk primary 02.07.1203l tibial tray fixed cemented # 3 l lot. 148734 (k090988): lot 148734: 73 items manufactured and released on 17 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On (B)(4) 2015 the sales rep reported that the doctor tried to set the tibial insert into tibial tray for about 5 to 7 minutes. When the doctor changed the new tibial insert, it took for 1 minute. As a result, the event caused about 5 to 7 minutes delay on 14 september 2015 the r&d project manager made the following comment: from the first preliminary analysis of the picture sent, it is not possible to do any considerations about the insert and ultimately about the possible root-cause of the event. A more accurate evaluation will be performed once the insert will be sent back. Not returned yet.

Event description:
During the surgery, the doctor tried to set the tibial insert into the tibial tray, but the outside of tibial insert did not fit into the tibial tray. He tried to impact tibial insert with an impactor, but the tibial insert did not fit. He checked the tibial tray whether any soft tissue or foreign substance was existence, but he could not find them in the tibial tray. After that he tried to set the tibial insert again, but he could not. He decided to replace the tibial insert with new one. Then he could set new tibial insert into the tibial tray easily.